Event description:
Customer reported via phone call that the insulin pump alarmed no delivery multiple times. Customer stated the bolus would go to four units and then stop. Customer stated that they were unable to troubleshoot at the time of the call as the no delivery alarm was a past event. Customer declined to return the set for analysis. Customer was advised to monitor and call back if the alarm occurs again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.